Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user stated that they developed 3 ulcers around the stoma under the tan mass. The user has been using the same appliance for years. He/she saw a wocn who ordered them to cleanse with water, pat dry, apply aquacel ag and cover with flat barrier. User reports they had been using an unk brand of adhesive remover wipes and washing with soap and water. They would then dry and apply the barrier. The patients subsequent outcome was not noted.